Manufacturer narrative:
(B)(4). Images are currently been reviewed in relation to this event.

Event description:
Three zilver stents are suspected to be involved in this event. Reference also reports # 3001845648-2016-00026 and 3001845648-2016-00027. On (B)(6) 2015: the patient underwent stent placement to the lesion of right sfa. Access was gained from right cfa antegradely. 6fr 11cm sheath was placed, then the combined device of the wire guide (0.035inch) and cxi were passed through the lesion easily. The wire guide was replaced to 0.014 inch and the physician inserted ivus to confirm the wire guide was in the true lumen. First, he performed pre dilation with the balloon (medicon/ultraverse rx 3x150), then, 2 stents of zisv6-35-125-6.0-120-ptx were placed in sfa from distal site. Since the stenosis was observed at the origin of sfa, and there is high risk to block (jail) of dfa by stent placement, he performed poba with cutting balloon (5x20) to the lesion of the origin of sfa before 3rd stent placement. Then, zisv6-35-125-6.0-80-ptx was placed in sfa which was avoid to place to the origin of sfa. Another balloon was used for post ballooning (medtronic/pacific plus 5x20). At confirmation angiography, thrombosis was observed in the placed stent. Therefore, pacific plus balloon (5x20) was used for pressure bonding, however, it was insufficient. So, another balloon was used (medtronic/ admiral (5x120) to perform pressure bonding, and still thrombosis was confirmed at tibia fibula artery stem at confirmation angiography of lower limb. The physician performed thrombectomy with thrombuster ((B)(4)) to remove thrombosis and finally it was confirmed that the recovery of blood flow of pta and total length patency of ata. Around (B)(6) 2016: worsen intermittent claudication was observed on the patient and it was confirmed restenosis at the stented lesion by CT. It was suspected that the lesion was occluded by thrombus. Bypass surgery is planned.

Manufacturer narrative:
PMA/510 (k)#: p100022/s014. The zisv6-35-125-6.0-80-ptx stent of lot number c1154563 was implanted in the patient therefore is not available for evaluation. With the information provided a document based investigation was carried out. From the complaint information available and the thrombosis questionnaire provided with this complaint, it is known that the patient had known potential risk factors for thrombosis such as hypertension and long lesion (30cm). According to the complaint information provided, the physician performed thrombectomy to remove thrombosis. However on the (B)(6) 2016 worsen intermittent claudication was observed on the patient and it was confirmed restenosis at the stented lesion by CT. It was suspected that the lesion was occluded by thrombus. According to the physician ¿it seems that the restenosis occurred due to thrombus lesion¿. Bypass surgery is planned. It can be noted that worsened claudication is a symptom of progressing peripheral artery disease. Angiography images were available to support the complaint investigation and were reviewed as follows: findings: angiography from stent implantation and cta follow up 2 months later are provided along with the complaint report. The lesion was a 21cm right sfa occlusion beginning 1.5cm inferior the origin ending at the adductor canal and a more distal sfa stenosis at the sfa popliteal artery junction. The occlusion was crossed in less than 4 minutes. It was angioplastied very modestly to 3mm before stenting. The entire segment was stented from the popliteal sfa junction stenosis to the sfa origin with 3 zilver ptx stents. The stents were not promptly angioplastied after implantation. First, an unsatisfactory attempt at treating the proximal sfa with just angioplasty was performed before the third stent, the zilver ptx 6x80mm stent, was implanted. Then the stents were angioplastied with a 4cm long balloon from distal to proximal. This took over 30 minutes to complete. Post stent angioplasty angiography demonstrated partially acute stent thrombosis in the mid sfa stent. Further angioplasty eliminated the thrombus however at least a portion if not all of the thrombus embolized to the tibial peroneal trunk. The distal runoff was not imaged pre-intervention however the occlusion was clearly embolic angiographically. This was treated with suction embolectomy such that on final angiography the two vessel runoff into the foot via the posterior tibia l artery (pta) and anterior tibial artery (ata) was present. The ata was moderately narrowed just superior the ankle. The pta artery was diffusely moderately narrowed without focal stenosis. Small occlusive residual emboli were present in the proximal and distal peroneal artery. On follow up cta, an immediate post implantation distal stent s-curve through the adductor canal was unchanged. The stents were occluded beginning 1.5cm from the sfa origin extending 3cm into the proximal popliteal artery. No stent kink, external compression or fracture was evident. The peroneal artery was occluded and a moderate distal ata stenosis had progressed to severe. The pta remained patent and diffusely moderately narrowed. Aortic through common femoral artery inflow was unlimited. Impression: stent occlusion within two months after implantation is consistent with stent thrombosis rather than neointimal hyperplasia. The s-curve at the adductor canal signified that the sfa was stented through the segment where the most redundancy and vessel bending occurred with knee flexion. The stents likely transiently occluded during knee flexion. Other risk factors for thrombotic occlusion included the long treated stented length and the moderately diseased distal runoff. The intra-procedural in-stent thrombosis was procedure and not stent related. The ease at which the occlusion was cross was evidence of a fresh occlusion consisting primarily of subacute thrombus and likely one severely stenotic soft plaque. The in-stent thrombus was secondary to this thrombus "cheese grating" through the stent interstices into the lumen triggering additional acute thrombus. Alternative strategies to avoid distal embolization not employed include pre-stent pharmacomechanical thrombolysis and distal embolic protection. Significant findings relative to the patient's anatomy were observed. The occlusion was long and included arterial redundancy at the adductor canal significant for acute vessel bending with knee flexion. Significant findings relative to the disease state were observed. The occlusion was subacute consisting primarily of thrombus. Significant findings relative to the use of the device were not observed. Significant findings relative to the design or performance of the device were observed. The stents thrombosed likely as a result of transient occlusion in the adductor canal with knee flexion. The stents were not defective and did not fracture. The customer complaint can be confirmed as imaging demonstrated stent thrombosis. Based on the image review impression stent occlusion within two months after implantation is consistent with stent thrombosis rather than neointimal hyperplasia. The s-curve at the adductor canal signified that the sfa was stented through the segment where the most redundancy and vessel bending occurred with knee flexion. It is likely that the stents thrombosed as a result of transient occlusion in the adductor canal with knee flexion. According to the image review, 'the stents were not defective and did not fracture'. The image review also stated ¿the intra-procedural in-stent thrombosis was procedure and not stent related¿. According to additional information provided by the sales rep: ¿the patient¿s anatomical form was not suitable for the evt since the occluded lesion was long, however the patient strongly wanted to treat with evt¿. According to the image review findings# 2. ¿other risk factors for thrombotic occlusion included the long treated stented length and the moderately diseased distal runoff¿. Based on the above, it is unlikely that stent thrombosis occurred due to zilver device malfunction. However a definitive root cause of this stent thrombosis cannot be determined. It may be noted that arterial thrombosis is a known potential adverse event associated with the placement of this device. Prior to distribution all zilver ptx devices are subject to visual inspection and functional checks to ensure device integrity. A review of the relevant manufacturing records revealed no discrepancies that could have contributed to this complaint. Quality engineering will continue to monitor complaints of this nature for potential emerging trends.

Event description:
This follow up report is being submitted due to the receipt and review of images relating to this event. Three zilver stents are suspected to be involved in this event. Reference also reports # 3001845648-2016-00026 and 3001845648-2016-00027. Initial description submitted as follows: on (B)(6) 2015: the patient underwent stent placement to the lesion of right sfa. Access was gained from right cfa antegradely. The 6fr 11cm sheath was placed, then the combined device of the wire guide (0.035inch) and cxi were passed through the lesion easily. The wire guide was replaced to 0.014 inch and the physician inserted ivus to confirm the wire guide was in the true lumen. First, he performed pre dilation with the balloon (medicon/ultraverse rx 3x150), then, 2 stents of zisv6-35-125-6.0-120-ptx were placed in sfa from distal site. Since the stenosis was observed at the origin of sfa, and there is high risk to block (jail) of dfa by stent placement, he performed poba with cutting balloon (5x20) to the lesion of the origin of sfa before 3rd stent placement. Then, zisv6-35-125-6.0-80-ptx was placed in sfa which was avoid to place to the origin of sfa. Another balloon was used for post ballooning (medtronic/pacific plus 5x20). At confirmation angiography, thrombosis was observed in the placed stent. Therefore, pacific plus balloon (5x20) was used for pressure bonding, however, it was insufficient. So, another balloon was used (medtronic/ admiral (5x120) to perform pressure bonding, and still thrombosis was confirmed at tibia fibula artery stem at confirmation angiography of lower limb. The physician performed thrombectomy with thrombuster (kaneka medical products) to remove thrombosis and finally it was confirmed that the recovery of blood flow of pta and total length patency of ata. Around (B)(6) 2016: worsen intermittent claudication was observed on the patient and it was confirmed restenosis at the stented lesion by CT. It was suspected that the lesion was occluded by thrombus. Bypass surgery is planned.

Manufacturer narrative:
PMA/510 (k)#: p100022/s014. The zisv6-35-125-6.0-80-ptx stent of lot number c1154563 was implanted in the patient therefore is not available for evaluation. With the information provided a document based investigation was carried out. Images to support the complaint investigation are currently being externally reviewed. Once the imaging review is received the investigation will be updated. From the complaint information available and the thrombosis questionnaire provided with this complaint, it is known that the patient had known potential risk factors for thrombosis such as hypertension and long lesion (30cm). According to the complaint information provided, the physician performed thrombectomy to remove thrombosis. However on the (B)(6) 2016 worsen intermittent claudication was observed on the patient and it was confirmed restenosis at the stented lesion by CT. It was suspected that the lesion was occluded by thrombus. According to the physician ¿it seems that the restenosis occurred due to thrombus lesion¿. Bypass surgery is planned. It can be noted that worsened claudication is a symptom of progressing peripheral artery disease. According to additional information provided by the sales rep: ¿the patient¿s anatomical form was not suitable for the evt since the occluded lesion was long, however the patient strongly wanted to treat with evt¿ based on the above, it is unlikely that occlusion/thrombosis could have occurred due to zilver ptx malfunction however a definitive root cause of this event cannot be determined. There is no evidence to suggest this event did not occur, therefore the customer complaint is confirmed based on customer testimony. It may be noted that arterial thrombosis is a known potential adverse event associated with the placement of this device. Prior to distribution all zilver ptx devices are subject to visual inspection and functional checks to ensure device integrity. A review of the relevant manufacturing records revealed no discrepancies that could have contributed to this complaint. Quality engineering will continue to monitor complaints of this nature for potential emerging trends.

Event description:
This follow up report is being submitted to provide details of the investigation of this event, as per the initial report images relating to this event were received and to date are still being reviewed. An additional follow up report will be submitted upon receipt of the image review. Three zilver stents are suspected to be involved in this event. Reference also reports # 3001845648-2016-00026 and 3001845648-2016-00027. Initial description submitted as follows: on (B)(6) 2015: the patient underwent stent placement to the lesion of right sfa. Access was gained from right cfa antegradely. 6fr 11cm sheath was placed, then the combined device of the wire guide (0.035inch) and cxi were passed through the lesion easily. The wire guide was replaced to 0.014 inch and the physician inserted ivus to confirm the wire guide was in the true lumen. First, he performed pre dilation with the balloon (medicon/ultraverse rx 3x150), then, 2 stents of zisv6-35-125-6.0-120-ptx were placed in sfa from distal site. Since the stenosis was observed at the origin of sfa, and there is high risk to block (jail) of dfa by stent placement, he performed poba with cutting balloon (5x20) to the lesion of the origin of sfa before 3rd stent placement. Then, zisv6-35-125-6.0-80-ptx was placed in sfa which was avoid to place to the origin of sfa. Another balloon was used for post ballooning (medtronic/pacific plus 5x20). At confirmation angiography, thrombosis was observed in the placed stent. Therefore, pacific plus balloon (5x20) was used for pressure bonding, however, it was insufficient. So, another balloon was used (medtronic/ admiral (5x120) to perform pressure bonding, and still thrombosis was confirmed at tibia fibula artery stem at confirmation angiography of lower limb. The physician performed thrombectomy with thrombuster (kaneka medical products) to remove thrombosis and finally it was confirmed that the recovery of blood flow of pta and total length patency of ata. Around (B)(6) 2016: worsen intermittent claudication was observed on the patient and it was confirmed restenosis at the stented lesion by CT. It was suspected that the lesion was occluded by thrombus. Bypass surgery is planned.